Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('total hysterectomy removing ovaries') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced libido increased ("it feels like my drive is in hyper drive now"). The patient was treated with surgery (total hysterectomy removing ovaries). Essure was removed. At the time of the report, the medical device removal and libido increased outcome was unknown. The reporter considered libido increased and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: "total hysterectomy removing ovaries and libido increased. " incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.